Event description:
The facility administrator (fa) reported to fresenius that this hemodialysis (hd) patient on in-center hd therapy utilizing the 2008t hd system with bibag dry bicarbonate and a nipro elizio (non-fresenius) dialyzer experienced flushed and red skin during an hd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s symptoms; however, no additional information was obtained. Upon review of the information provided in the intake, it was reported this hd patient experienced facial redness while feeling flushed and warm approximately 5 minutes after treatment initiation on 29/nov/2023. The patient denied experiencing shortness of breath or itchiness. The treatment was discontinued, and blood was not returned due to the suspicion of an allergic reaction. As a result, the patient experienced blood loss of approximately 300 ml. A one-time dose of intravenous diphenhydramine (exact dosage unknown) was given to the patient which alleviated symptoms. The patient was able to resume an hd treatment on a different machine with bibag and treatment was completed without further incident. There was no indication this adverse event was the result of a malfunction or deficiency of any fresenius product(s) or device(s) in the available information. A biocompatible competitor dialyzer has been ordered for the patient for use with further hd treatments.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: h10 (plant investigation, inclusion of provided photographs) plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). Photographs were provided by the customer, however the photographs were determined not to be related to this product investigation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The facility administrator (fa) reported to fresenius that this hemodialysis (hd) patient on in-center hd therapy utilizing the 2008t hd system with bibag dry bicarbonate and a nipro elizio (non-fresenius) dialyzer experienced flushed and red skin during an hd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s symptoms; however, no additional information was obtained. Upon review of the information provided in the intake, it was reported this hd patient experienced facial redness while feeling flushed and warm approximately 5 minutes after treatment initiation on 29/nov/2023. The patient denied experiencing shortness of breath or itchiness. The treatment was discontinued, and blood was not returned due to the suspicion of an allergic reaction. As a result, the patient experienced blood loss of approximately 300 ml. A one-time dose of intravenous diphenhydramine (exact dosage unknown) was given to the patient which alleviated symptoms. The patient was able to resume an hd treatment on a different machine with bibag and treatment was completed without further incident. There was no indication this adverse event was the result of a malfunction or deficiency of any fresenius product(s) or device(s) in the available information. A biocompatible competitor dialyzer has been ordered for the patient for use with further hd treatments.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) reported to fresenius that this hemodialysis (hd) patient on in-center hd therapy utilizing the 2008t hd system with bibag dry bicarbonate and a nipro elizio (non-fresenius) dialyzer experienced flushed and red skin during an hd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s symptoms; however, no additional information was obtained. Upon review of the information provided in the intake, it was reported this hd patient experienced facial redness while feeling flushed and warm approximately 5 minutes after treatment initiation on (B)(6) 2023. The patient denied experiencing shortness of breath or itchiness. The treatment was discontinued, and blood was not returned due to the suspicion of an allergic reaction. As a result, the patient experienced blood loss of approximately 300 ml. A one-time dose of intravenous diphenhydramine (exact dosage unknown) was given to the patient which alleviated symptoms. The patient was able to resume an hd treatment on a different machine with bibag and treatment was completed without further incident. There was no indication this adverse event was the result of a malfunction or deficiency of any fresenius product(s) or device(s) in the available information. A biocompatible competitor dialyzer has been ordered for the patient for use with further hd treatments.